Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented blood in the device. Upon removal of farawave and insertion of non-bsc catheter, physician experienced significant bleed back on the sheath. As troubleshooting the device was aspirated once without luck. The case continued with that issue on the device, the procedure was completed without patient complications. The catheter is expected to be returned.